Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of peritonitis was not reported. On an unreported date, the patient¿s pd catheter was removed. Treatment and outcome of the event were not reported. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 4 of 4 involved in this peritonitis event.